Event description:
During a lap gastric bypass procedure, when firing the device, it only stapled a portion of the staple line, but cut the entire length of the staple cartridge. Extended or time 30 minutes because of portion of the staple line that did not staple had to be oversewn laparoscopically. No additional patient consequence.